Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, a cause for the reported leak during prep could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leak. It was reported that during preparation of a steerable guide catheter (sgc), loss of fluid column was observed. Two different stopcocks were used,but the sgc would not hold column. Therefore, the sgc was not used in the patient. The procedure was successfully completed with another sgc. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.